Event description:
A (B)(6) male pt contacted zoll customer support to report check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon eval, there was a broken pulse wire inside the cable connecting the distribution node (dn) to the front therapy electrode (te) between ECG electrodes a and b. The cause of the check belt alarms is the damaged pulse wire. The root cause for the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.